Event description:
It was reported the customer experienced high blood glucose. Customer stated their blood glucose reached 400 mg/dl. It was found the customer's speech was slurred. The customer was able to reduce their blood glucose to 200 mg/dl at the end of the call. Customer stated they needed to adjust their settings and will be contacting their healthcare provider. Customer also reported the alerts on their insulin pump was hard to hear. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.